Manufacturer narrative:
(B)(4). The customer returned the actual sample along with 29 unused representative samples. A visual inspection was performed on the samples and no defects or anomalies were found. Approximately 3cc of water was injected into the jar of each kit. The samples were connected to a flowmeter and the airflow was increased to 8 lpm. Functional testing indicated a mist was produced from the chamber of each nebulizer. Each nebulizer began to sputter intermittently after approximately 5 minutes of nebulizing due to low volume of water in the jar to nebulize. The devices were tapped and rotated until they restarted. Based on the functional testing performed, there were no functional issues found with the returned samples. Additional inspection of the jet, jar, and cap were examined under the microscope which revealed no gross imperfections such as flash, debris or concentricity issues. The reported complaint that the nebulizer stops nebulizing after a few minutes could not be confirmed through functional inspection of the returned samples. The devices were tapped and rotated until they restarted. A DHR review was performed with no evidence to suggest a manufacturing related cause. There were no issues found with the returned samples.

Event description:
Customer complaint alleges that the "nebulizer stops nebulizing after a few minutes". Alleged malfunction is reported during use. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the "nebulizer stops nebulizing after a few minutes". Alleged malfunction is reported during use. No report of patient harm or injury.